Event description:
The patient experienced increased pain. An x-ray on (B)(6) 2011 revealed that the catheter had migrated to the t10 location. A catheter revision was performed, and the catheter was spliced on (B)(6) 2011. The patient's outcome was noted as having had resolved without sequelae. Drugs delivered via the device were lioresal dilaudid, bupivicaine, droperidol. A pump refill/programming was performed on (B)(6) 2011/10:42.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model 8709, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk.